Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes (tes).

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, the j2 component was not properly soldered inside the rear-1 wire therapy electrode. The cause of the non-functional tes is the improperly soldered j2 component. The root cause of the improper solder is a manufacturing error. A corrective action was initiated. No adverse event resulted from the damaged belt.